Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced hypoglycemia event and the patient got hospitalized on (B)(6) 2025. The blood glucose level was 40 mg/dl at the time of event and the patient got treated with intravenous fluids of insulin. The patient was hospitalized for greater than 24 hours.the patient experienced the symptoms of syncope at the time of the event. No further information available.